Event description:
It was reported that during a coronary artery stenting treatment procedure stent damage occurred. The target vessel was located in the non-tortuous, non-calcified, 100% occluded left anterior descending artery (lad), the vessel diameter was 2.25 mm. The lesion was predilated with a 1.50 x 15 mm maverick balloon and a 6f jl4 launcher guide catheter was placed. A 0.014 inch pt2-ms guidewire was advanced to the lesion and a 2.25 x 20 mm taxus express2 drug eluting stent was advanced but was unable to cross the lesion. Upon removal of the taxus stent strut damage was seen. The procedure was successfully completed with another 2.25 x 20 mm taxus stent. No pt complications were reported. The pt status is reported as 'satisfactory/good'.